Event description:
The user facility reported a 64-year-old female patient of unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during the procedure flows reduced to 0.0 and they were not able to achieve flow to the patient and the mean arterial pressure (map) dropped in to the 40s. Position was confirmed, however there were suction alarms and the physician attempted to reposition the pump. While repositioning, the patient coded, and cardiopulmonary resuscitation was performed. The patient expired after 3.75 hours of support. The cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Per medical safety officer review there is not enough information to associate use of device with outcome of death.

Manufacturer narrative:
The investigation for low pump flow has been completed. Data logs confirmed the failure mode and clinical narrative. Logs showed about 2.5 hours into the case, mc spiked followed low flow that triggered auto suction response and suction alarms. This event remained to the rest of the case. Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of the low flow was biomaterial ingestion. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-11733: b1 product problem only. B2 death was inadvertently selected. B5 updated with corrected information. F6/f8-should have been left blank. H1 type of reportable event. H.6 code 1802 was reported incorrectly.